Manufacturer narrative:
Pump received with a high idle current test, problem isolated to the ib. Unable to verify battery cap damage due to pump received without the original battery cap. Pump received with cracked battery tube threads.

Event description:
The customer's family was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 107 mg/dl. Customer advised the battery compartment was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.